Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2015-08517 and 2134265-2015-08446. It was reported that automatic pullback failure had occurred. A motor drive unit was used in conjunction with an unknown catheter and sled to diagnose the target lesion. However, automatic pullback was unable to engage, therefore manual pullback was performed. After that, it became unable to manipulate the control panel. No patient complications reported.